Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose readings after meals while using the ilet, including 241 mg/dl declining to 227 mg/dl after lunch with an under-announcement for a larger meal, and later 276 mg/dl after dinner; supplies appeared normal, and the user elected to perform a full infusion set change using the cd set without live assistance. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a minor illness/impairment and a delay to therapy due to the need to change supplies. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to meal announcement entry on the user interface and an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.